Event description:
It was reported that the patient had been admitted to the emergency room due to pain at the infusion site (leg). The patient reporting wearing a pod for more than 2 days and feeling pain at the site and the surrounding area. The patient's blood glucose (bg) level had also risen to 18 mmol/l (324 mg/d) at the time. A new pod was placed to treat the high bgs. After a few days, the pain remained and the patient went to the ER. The patient received an ultra sound, which came back with 'bruising and some damage', the doctor prescribed pain killers called co-codamol to take for the pain.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.